Event description:
It was reported that there was a catheter fracture. The patient was experiencing increased spasms, agitation and pain. The event resulted in in-patient hospitalization. The pump system was being used to deliver lioresal. It was later reported that on (B)(6) 2010 an x-ray was performed which revealed a fractured pump catheter of the lumbar portion. The catheter was replaced on (B)(6) 2010, and the patient outcome was noted as resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).